Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml , one tube had a loose cap causing spillage of the sample. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were tested for stopper creep out/loose stopper and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creep out/loose stopper. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.